Manufacturer narrative:
This device was retrieved from archive for additional laboratory testing. The device was put through extensive environmental testing in which multiple impedance measurements were recorded while the device was exposed to room temperature, heating to 37 and 50 degrees celsius, and cooling to 10 degrees celsius. No abnormal measurements were recorded. No changes to the original conclusion that laboratory testing did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The patient was presented back to the electrophysiology (ep) laboratory. It was again noted by the physician that the electrode appeared fully inserted. The technical service's consultant felt that the images did not conclusively show full pin insertion because of the angle of the image when attempting to view the electrode tip within the device header. It was determined by the physician that the electrode was secured within the header at the time of the replacement procedure. The chronic device was disconnected and a replacement device was connected with no reported difficulties. During a single device-based test, an induced arrhythmia was successfully terminated following delivery of a 65 joule shock. The post-shock impedance measurement was 105 ohms and the time to therapy was 13 seconds. The explanted device was received at boston scientific's return product department and is currently undergoing laboratory testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted tool marks on the casing, header and body fluid contamination in the lead barrel. The seal plug was intact and the set screw operated normally. The device was able to be interrogated and a memory download was performed successfully. A review of device memory identified out-of-range lead impedance errors. A manual test was performed and the defibrillation and sensing function (alternate sense vector) were tested. The device operated appropriately, according to its performance specifications. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this field clinical representative contacted technical services to report that a high shock impedance alert was declared from this patient's latitude monitoring system. Stored latitude data was reviewed which found that the impedance measurements were rising from implant to (B)(6) 2017, than remained stable. In 2017, intermittent high out-of-range impedance measurements were identified. It was noted that a few measurements had one normal polarity and one out-of-range polarity. This observation could be indicative of measurement error/interference but could also be the result of a hardware error. A technical services consultant contacted the field clinical representative and reviewed device data and patient symptoms. The technical service's consultant mentioned that this product experience was more likely related to a device hardware issue and not related to the electrode. The field clinical representative was informed that the patient should be scheduled for device replacement. The field clinical representative reported that this patient has been scheduled for device replacement the following day. The physician was contacted by a technical service's consultant for further discussion. The physician was instructed to conservatively perform a tug test prior to removing the electrode from the device header. Once the device is explanted and the replacement device connected, the physician should perform a 10 joule shock in order to check the integrity of the system. X-ray images were sent to technical service's for review. The physician felt that the electrode tip was 'flush with the connector' and was not under-inserted.